Manufacturer narrative:
Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual reported via a manufacturer representative (rep) that they had been experiencing shocking at certain amplitudes. It was noted this is especially noticed while lying down. The neurologist thought the patient might have dystonia now in addition to their parkinson¿s, which could be contributing to on and off time and patient comfort. All impedances were reportedly normal despite testing in a variety of positions and palpating leads and extensions. The patient¿s medication has not been managed well. Their healthcare professional (hcp) has been testing different settings and optimizing medication and the patient has seemed to improve slightly. The patient is reportedly adamant about surgical intervention to replace the extensions. An hcp later reported that the patient had sudden shocking behind the ear at the lead/extension site for a few months. The manufacturer representative (rep) later reported that the patient feels there is a loss of therapy. The patient¿s disease is progressing quickly and there may be another new disease. The impedances were still normal and shocking sensation is less when stimulation is turned down. It was also noted that the patient seemed to complain about shocking since an unrelated procedure in 2013. It was previously reported the shocking started a few months ago, so the timeline is not clear. No further complications reported. Refer to manufacturer report #3004209178-2017-14916 for details pertaining to the reportable related event.